Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify and evidence of product contribution to the reported event. Although no product error has been identified it is known that this product code was part of a voluntary market withdrawal, unrelated to component loosening, of the engage hip system. Design improvements for the entire system are however, being evaluated through CAPA.

Event description:
Patient was revised to address loosening of the stem.